Event description:
Boston scientific received information that the patient experienced vibrations near his heart, at a location closer to his heart than to his device. It was indicated that the patient's resting pulse was at 100. The patient presented to the emergency room (ER) for these symptoms. An ER physician mentioned that one of the patient's leads may have come loose. The leads remain actively implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.